Event description:
Patient with prostate cancer undergoing prostectomy - during procedure the harmonic curved shears insert was not cutting and with cauterizing it would spray the blood without cutting or cauterizing.